Manufacturer narrative:
The received device had the cannula assembly not deployed. Download data showed that the device ran 39 first prime pulses and was deactivated after the second priming sequence. The rotational sensor data showed an early confirmed open, resulting in the early completion of first prime. This was caused by a malfunction of the rotational sensor assembly, leading to the needle not deploying as intended. No defects were found that would contribute to a rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed. The pod was not worn.